Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Date of birth unknown / not provided. Weight unknown / not provided. First name and email address unknown / not provided.

Event description:
It was reported that the implant was unable to be placed due to lack of primary stability. Tooth location 24.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Similar complaints for the inability to achieve primary stability (unable to place implant into osteotomy) have been previously investigated. Refer to attached summary investigation. Visual and dimensional evaluations of the previously returned product have not identified or suggested manufacturing non-conformances. While non-conformances were identified for some lots during manufacturing records reviews, the documented disposition actions for each have not suggested the likely release of non-conforming product. To date, all complaint data was found to be conforming and did not meet CAPA/hhe/d/ie escalation. Therefore, there were no complaints which confirmed a manufacturing or design related issue caused or contributed to the reported event. A review of the subject lot (2018020457) did not identify any related non-conformances which would cause or contribute to the reported event. Additionally, there have been no related complaints reported against the subject lot. These facts do not suggest a systemic quality issue with the lot. As documented in the summary investigation, contributing factors for these reported events likely exist outside of zimmer biomet control, including those related to patient biological factors/condition and surgical technique. Previously completed investigations for the inability to place implants into osteotomy have not identified any signals indicating potential manufacturing non-conformances impacting primary stability. With no signals indicating a systemic quality issue, no escalation to CAPA is required. See attached summary investigation. The following sections have been updated: b4: date of this report, d4: expiration date and UDI, g4: date received by manufacturer, g7: type of report, follow-up number, h2: follow up type, h3: device evaluated by manufacturer: change 'no' to 'yes', h4: device manufacture date, h6: evaluation codes, h10: additional narrative.